Event description:
During an atrial fibrillation case, a cardiac perforation was noticed in the patient. The physician believed that there could have been an effusion present at the junction of the inferior vena cava (ivc) and right atrium (ra), but the physician had not yet confirmed this information. The physician was turning the reprocessed soundstar® catheter, in order to view the right pulmonary veins (the caller noted that this was after completing pfa application on the left pulmonary veins), the physician had noticed what they suspected could be an effusion on ice, present on the right side of the heart. A pericardial effusion was not confirmed at this time. The medical intervention provided to the patient was a pericardiocentesis, and about 400cc of fluid was removed. The patient was then sent to the intensive care unit, where they performed another pericardiocentesis after 4 hours later, removing about 150cc of fluid. The patient was then in stable condition. The caller noted that a sterilmed reprocessed soundstar® catheter was utilized with ice, a decanav® catheter was utilized for coronary sinus (cs) placement, and an octaray¿ catheter was utilized for mapping. The caller noted that a boston scientific farawave¿ pfa catheter was in use for ablation. The farapulse¿ system was in use. Additional information was received. The physician did not believe any sterilmed or biosense webster, inc. Products were involved in the cardiac perforation. No mapping was performed in the right atrium. On echo the effusion was confirmed but not confirmed in any other way. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).